Event description:
It was reported that the patient's insertable cardiac monitor (icm) failed to be interrogated. No further information was provided.

Event description:
New information received notes that there was no patient involvement. The issue was observed during device preparation.